Event description:
Complainant alleged that during biomed testing, the device's pacer rate inappropriately resets to zero. Complainant indicated that there was no pt involvement in the reported malfunction.